Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the port was allegedly difficult to flush. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the port was allegedly difficult to flush. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During functional evaluation, resistance was met upon infusing the port and the catheter. Subsequently, thrombus exited the distal end of the catheter upon application of more pressure. However, the investigation is inconclusive for the reported difficult to flush issues as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 11/2025), g3 h11: b3, d4(medical device lot), h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10